Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were not performed due to the power dropping out when connected to charger or download tool. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the power dropping out when connected to charger or download tool. The allegation was confirmed. The probable cause was determined to be a defective u15. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with an unknown serial number. However, a receiver with a serial number of (b)(5) was returned for evaluation.